Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Results of investigation: the carefusion field service engineer (fse) went onsite and checked the driver and found it to be within specification. The fse allowed the oscillator to operate for 10 hours in an attempt to reproduce the issue. No issues found, the vent is operating to manufacturer specifications and no failure was detected.

Event description:
The customer called to report that while on a patient the piston will not center and the driver smells "hot". The patient was placed on another 3100a when they couldn't get the piston to center. The patient was not harmed as a result of this issue.